Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded in the catheter's tip during removal. The target lesion was located in the severely tortuous and moderately calcified left internal iliac artery. A 8mmx20cm interlock-35 coil was selected for use. During the procedure, when the device was delivered to the target lesion, it was noted that the sheath got kinked and the coil detached prematurely inside the microcatheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the 5fr imager microcatheter. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.